Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event was reported. The patient reported that she was not receiving any readings on her continuous glucose monitor (cgm) and that she is hypo unaware. While she was volunteering and with other people, her blood glucose dropped, and she passed out. Emergency medical services (ems) was called, she was treated and transported to the hospital. She was discharged from the hospital later that day. Her cmg and bg values were not provided. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.